Event description:
It was reported that the device runs continuously. There was no report of pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.